Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported, during a gamma 4 intermediates procedure, a drill check was performed before inserting a nail. The drill slightly interfered with the nail in the oval hole. The procedure was performed as it was, the drill interfered with the nail and did not advance. The surgeon changed the direction of the drill slightly, and the drill inserted and procedure was completed successfully.